Event description:
IV set was removed from package. Primed set and when attempting to install in pump-noted metal disk missing from the air pillow on the set. Metal disk found on floor-was not adequately adhered to the plastic pillow.